Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. In this case, the device was prepped prior to use without any issue noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported difficulty to advance and balloon rupture appears to be related to circumstances of the procedure. During advancement through the mildly calcified, heavily tortuous, 90% stenosed anatomy the balloon catheter encountered resistance causing the difficulty to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat in-stent restenosis in a mildly calcified, heavily tortuous, concentric diagonal lesion that was 90% stenosed. The 2.25x12mm rx traveler balloon dilatation catheter was delivered with difficulty as it advanced through the struts of the previously implanted stent. The balloon then ruptured at 12atm on the second inflation (both inflations were for 5 seconds). The device was replaced with a new unspecified balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.